Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: no staples were deployed and tissue not cut. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g partially fired 1/16 reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no unusual device handle temperature was noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the stapler locked out when surgeon attempted to fire with a green reload (buttressing material applied). Knife blade was reversed with reverse button and a new load was installed. Next attempt to fire gun was not successful because gun was "dead". Battery was removed and rotated 180 degrees and reinserted. Gun still would not fire and was put aside. At end of case the faulty stapler was inspected and the housing was very hot to the touch and smelled as if it were burning. Battery was removed. Case completed with another device of the same product code. There were no patient consequences reported.